Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made to the customer per an outreach request and the customer stated reported being hospitalized due to high blood glucose of 29mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned having low glucose at night time. The caller believes that the cause of his low glucose level is not eating enough. The customer stated that he had a bad heart and wants to make sure there were no strains on his heart. No further information was provided.